Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has been experiencing shocking with their system. There are no known factors that may have led to this. The patient will be meeting with a rep on (B)(6) 2019 to assess the patient's system. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-15. It was reported the manufacturer representative (rep) met with the patient 2019-06-24. The patient was feeling ¿surges.¿ the rep believed it was same issue the patient complained of in january. She felt this below her right ribs. The rep checked orientation, and everything was still normal (in terms of picking up positions.). Impedance was normal (2000s on all electrodes). The rep readjusted position amplitudes to a more comfortable setting to see if this helps with the surges. The patient was told to keep an eye on things over the next several weeks and if they had the same issues, to contact the rep for next steps. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was getting shocking/surges under the ribs and they were getting worse. It occurs only when stim is on and resides when stim is off. The rep re-oriented the device and re-set positions and it did not help. Impedances were normal, under 2000. The rep added the patient gets perfect relief of her symptoms, but she cannot use it because of shocking. The rep said reprogrammings help, and the patient was last seen (B)(6) 2019 with success. The rep recommended maybe meeting with the physician and patient to obtain an x-ray of the lead placement. The rep said maybe something moved. The rep was not able to sit with the patient to wait for an episode and run an impedance because it happens sporadically. The shocking seemed to be getting worse, so the patient was unable to keep it on. The physician was going to figure out what he wants to do for next steps and contact the rep. No further complications were reported.